Event description:
It was reported that a flo-gard infusion pump¿s keypad did not function. This occurred when the healthcare professional attempted to turn on the device. As this event occurred before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. Functional testing revealed that the device¿s keypad did not work. The cause of the condition was determined to be that the front panel ribbon was disconnected. To correct the condition, the front panel ribbon was connected to the sensor board. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.